Event description:
It was reported that the patient presented remotely via merlin.net and experienced arrhythmia and syncope episode. It was noted that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited loss of defibrillation therapy and low defibrillation impedance. Insulation damage was also noted on the rv lead. The ICD was exchanged, and the rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.